Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 1150 mg/dl. Customer did not mention any symptom. Customer had low blood glucose reading of 50 mg/dl. They feel ok to troubleshoot. Drive support condition was not mentioned. Customer's blood glucose value at the time of incident was unknown. Customer current blood glucose level was unknown. Customer reports they have not contacted their health care provider regarding the high blood glucose reading. There was no leak but their air bubbles in the tubing and reservoir. Customer did not report bolus wizard. Customer did not troubleshoot a pressure test. Bolus wizard was not confirmed. Customer did not mention if the set was bent but got high blood glucose reading with the new set. Product will not be returning for analysis. The customer was not using auto mode feature during the serious injury.